Event description:
The user facility reported that an employee experienced a headache after being exposed to rapicide. The employee did not seek medical treatment and continued working.

Manufacturer narrative:
While onsite, a steris service technician discovered that rapicide was leaking in a storage room. The leak was quickly contained by user facility personnel. The cause of the leak was due to improper stacking of the rapicide bottles. The rapicide pa part a sds provides the following warning language and guidance, related to skin/inhalation exposure and ppe usage: "harmful if inhaled. May cause respiratory irritation. Causes severe skin burns. Symptoms may include redness, pain, blisters. Wear chemically resistant protective gloves. Wear approved eye protection (properly fitted dust- or splash-proof chemical safety goggles) and face protection (face shield). Wear suitable protective clothing. Wear solvent resistant apron and boots for spills. In case of insufficient ventilation, wear suitable respiratory equipment. Respirator selection must be based on known or anticipated exposure levels, the hazards of the product and the safe working limits of the selected respirator." While onsite, the technician counseled user facility personnel on the proper handling and storage of rapicide as well as wearing the proper ppe. No additional issues have been reported. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Manufacturer narrative:
While onsite, the technician counseled user facility personnel on the proper handling of rapicide. No additional issues have been reported.